Event description:
During shoulder decompression using the arthrocare turbo vac 90, a puff of smoke came from the area where the cable and the wand meet. A foul electrical odor was also noted. Patient was carefully inspected for any injury, and none noted as electrical short occurred further up the heat source, although the tip used on the patient appears darkened as well.